Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the left anterior descending (lad) artery. During advancement of the 2.50mmx8mm emerge¿ balloon catheter over the interventional wire, the shaft broke outside the patient's body. The first half of the shaft was manually retrieved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a shaft break occurred. A 2.50mmx8mm emerge balloon catheter was selected for use. The device was advanced over a wire; however, the shaft of the balloon broke in half as it was being introduced to the patient. The procedure was completed with a different device. No patient complications were reported.